Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer's blood glucose was 633 mg/dl at the time of incident and current blood glucose was over 240 mg/dl. Customer was treated with manual injection. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Troubleshoot was performed for high and low blood glucose. The insulin pump will not be returned for analysis.